Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm successfully completed the pm and replaced the helium reservoir to resolve the reported issue. The iabp was then tested to factory specifications and returned to customer for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during testing of the cardiosave intra-aortic balloon pump (iabp) after a scheduled preventive maintenance (pm), "helium fill manifold failure" occurred. There was no patient involvement, and no adverse event was reported.